Event description:
A report was received from the field alleging that the devices herein reported were sterilized in the sterrad 100s unit against the recommendation of the mfrs. The customer indicated that the MFR's instructions advises not to process these devices in the sterrad unit. The customer also stated that piling (the MFR of the devices) inspected the devices after being processed in the sterrad unit and reported that the devices show no signs of damage. The devices have been processed in the sterrad since 1995. The facility has no reported infections or any other human reaction.

Manufacturer narrative:
(B) (4) damaged device. Please note: the initial info received for this complaint is anecdotal and occurs over the course of approx fourteen (14) years. Specific event details are not identifiable, known by the initial rptr, or available. Thus one medwatch report is being submitted for these events. If and when asp receives additional info detailing any or all of these events, an individual medwatch report will be submitted for each device within the applicable timeframe.

Manufacturer narrative:
Asp investigation summary: the investigation included a device history record review, service history review, trending by problem code, and system hazard and user misuse analysis. A review of the DHR (device history record) for the sterrad 100s shows that the system met all specifications at the time of release for shipment and there were no issues related to this failure mode. The service and complaint histories for the sterrad nx were reviewed. The machine does not have a trend of sterility claim(s) failures six months prior to this event. The shuma (system hazard and user misuse analysis) was reviewed for sterility claim(s) issue. The shuma's adjusted risk was considered "as low as reasonably practicable" (alarp). There is not a significant trend of sterility claim(s) complaints on the sterrad 100s product line ((B)(4) 2009 through (B)(4) 2010). The customer failed to follow instructions regarding sterility claims for scopes that can be processed in the sterrad 100s.